Event description:
On (B)(6). 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving the following high bg readings: 419 mg/dl, 421 mg/dl, 478 mg/dl, and 440 mg/dl. Due to the above, the user purchased a new dario meter, which she tested with and still received a high bg reading of 516 mg/dl. On the (B)(6). , the user went to the doctor, however it was not due to a diabetic issue. Her bg level was tested with the doctor's meter, and she received a bg reading of 162 mg/dl, which the user stated is in range for her.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using for both her old and new dario meter, a cartridge of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" after the above, dario's representative instructed the user to open the new cartridge of strips which she had purchased with her new dario meter and test her bg level, which she did and received a reading of 151 mg/dl, which the user stated is in range for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.